Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was sick and dehydrated. Twenty four hours later, he was hospitalized with a heart attack, diabetes ketoacidosis, and something else. The customer was put on a ventilator and declared brain dead, 3 days after she was taken off of the ventilator. The customer's blood glucose reading was 1300 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.